Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, the pusher wire of a ruby coil became kinked while advancing into another manufacturer's microcatheter and was not used. The procedure successfully continued using a new coil. There was no report of an adverse effect on the patient.

Manufacturer narrative:
(B)(4): the pet lock was intact. The pusher assembly was fractured approximately 5.0 cm from the proximal end and kinked approximately 85.0 cm and 115.0 cm from the proximal end.the complaint has been evaluated. The complaint indicated that the ruby coil became kinked while a technologist was loading it into the hi flo. The procedure continued successfully using a new coil. Evaluation of the returned device revealed the pusher assembly was fractured and kinked. This type of damage typically occurs due to improper handling during use. If the ruby coil is manipulated forcefully or at an angle during insertion into a catheter, damage such as this may occur. Penumbra devices are 100% functionally tested and visually inspected for damage during process inspection.the manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.